Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional tests were performed and passed. A tone at medium test using the global communication tool was performed and passed. "Try it" manual functional tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and found within specifications. The receiver log was downloaded for review finding no error related to the complaint.